Event description:
It was reported that during a direct stenting procedure in the proximal circumflex at take off of the first obtuse marginal, the xience nano rx stent did not cross the lesion. The physician removed the stent delivery system and found that the stent was not on the delivery system. Fluoroscopy was performed and the stent was in the left main. A balloon was inserted into the stent and the stent was deployed in the left main, unintended site. Post stent deployment a distal edge dissection was noted in the left main. Three xience v stents were deployed to cover the dissection and treat the initial target lesion. There was no reported adverse patient sequela. The patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was not pre-dilated prior to use and the xience v stent delivery system (sds), which likely contributed to the reported failure to advance. It should be noted the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is likely an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction during retraction of the sds within the patient anatomy would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported a dissection was noted after the dislodged stent was deployed. Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.